Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue beginning on (B)(6) 2015. On (B)(6) 2015, the patient reportedly had blood glucose (bg) values of bg 400-480 mg/dl with moderate ketones, strong, fruity breath odor, headache, polydipsia, polyuria, nausea, and symptoms of dehydration. Patient received phone advice from an hcp and treated with insulin via pump and injection. Time/date were correct, bolus and basal histories were as expected. Trouble shooting with customer technical support did not reveal any delivery issues but cts considered this to be an inaccurate delivery issue. No other health conditions or medications that may have contributed to this incident were identified. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.